Event description:
Cement package dore during opening, contaminating the inner package.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The cement and packaging associated with the reported event was not returned for examination. Review of the device history records did not reveal any anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. The tearing of the pouch backing paper is a known failure mode if the opening of the peelable pouch as described in the IFU is not followed correctly. The amount of force, speed and pressure applied when opening the pouch does influence the opening characteristics, which in some instances may lead to the tearing of the backing paper, this does not affect the sterility of the inner pouch. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.